Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped into toilet water. Reportedly the customer had an alternate pump for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.